Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. Per the customer, assay qc was performed after discovering the elevated patient results; qc results were also elevated when compared with the alternate instrument. The customer recalibrated the assays and performed qc again; qc results were within the customer's established ranges. Customer technical support (cts) assisted the customer with troubleshooting the instrument, but did not resolve the issue. A bec field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse discovered that the peri-pump tubing to aspirate probe #2 was "flat" and was not aspirating as well as the other two probes. The fse replaced the aspirate probe tubing. The fse performed a routine system check and a high sensitivity system check; results were acceptable. Hardware is the root cause of this event.

Event description:
A customer contacted beckman coulter inc. (Bec), in regards to obtaining higher than expected results on several assays for multiple patients and upon as well as low recovery on assay qc, generated by the access 2 immunoassay system. The samples were repeated on the same instrument that generated very low normal results. Subsequent testing on an alternate instrument produced lower results within the same clinical category but outside of the assays' stated precision claims. The customer stated to customer technical support (cts) that all results (original and repeat) were all within the assay's normal reference range. The erroneous results were reported out of the laboratory. It is unknown how many patient results were affected during this event as the customer has not supplied any patient information to date. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.